Event description:
This pt sustained a flame burn injury from a cigarette ignition after falling asleep in his sleeping bag on (B)(6) 2013. On (B)(6) 2013, intraoperative skin grafting was done. The integra padgett dermatome was utilized to harvest skin from the right thigh, and it was noted to be taking a full thickness graft instead of the intended partial thickness graft. The graft was immediately stopped and the skin was "tacked" back down and secured with steri-strips.